Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump alleged under delivery as the blood glucose level was not going down. The customer was assisted with troubleshooting. The customer was treated with manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not mention any symptoms related to high blood glucose event. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. The insulin pump will be returned for analysis while the reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08695 inches. No under delivery anomaly noted during testing. Device was programmed with a test guardian 3 link transmitter and a test plug. Device communicated properly with the transmitter and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test value (240 mg/dl) properly and displayed correctly on the display graph. Device was also programmed with test glucose meter. Device communicated properly and recorded the 84 mg/dl value properly from glucose meter. Device was monitored for two days while connected to the test plug and transmitted. No unexpected sensor to pump communication error or additional sensor related errors noted during testing. Device was also received with stained end cap sticker and stained keypad overlay.